Event description:
A customer reported an issue with a cartridge alarm 20 during pumping, which displayed a ¿high¿ blood glucose level, but the specific value was unknown. To address the situation, the customer administered a correction bolus via the pump and did not require third-party assistance. Tandem technical support confirmed consecutive cartridge alarms and decided to replace the malfunctioning pump. The customer was advised on backup therapy using mdi, received instructions on returning the pump, and acknowledged the steps needed upon receiving the replacement.